Event description:
It was reported that a diagnostic anomaly resulting in false atrial fibrillation episodes was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.